Manufacturer narrative:
H2: additional information in section d1, d4 and d9. Correction: d4 and h6. The model number and lot number previously reported were incorrect and has been updated. Annex f code f1908 is applicable to the previously reported surgical delay of 5 minutes. H2,h3,h6: the driver, lot number: 190108, was returned to the manufacturer for analysis. After visual/physical examination, the repo rted issue was confirmed to be physical damage. The tip had been broken off. The reported event could be duplicated by medtronic personnel. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer. Codes b17, c20, and d15 are applicable. B15 is applicable to the reported information regarding hard bone being a potential cause of the breaking driver. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the tip broke off into the tulip while inserting the screw. This was due to very hard bone. The procedure type was a 1 level lumbar fusion. Navigation was not aborted. The site simply removed the piece from the tulip and proceeded with the case. There was a 5 minute delay. There was no impact on patient outcome.